Event description:
Field service engineer was onsite working on another instrument when customer reported that there was a leak from the reagent probe b from their unicel dxc 600 synchron system. Leak was contained, customer stated that there were no reports of erroneous results generated. No reports of injury or exposure. Customer was wearing their personal protective equipment.

Manufacturer narrative:
Beckman coulter service engineer found the cause and confirmed the reagent probe b leak was due to the collar wash valve. Service replaced the valve and that resolved the issue with the leak. Beckman coulter internal identifier is (B)(4).